Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting beeping tones and was unable to be interrogated. The physician explanted the device and upon explant observed damage to both the pace/sense and shocking portion of this endotak c lead. A new guidant ICD and defibrillation lead were successfully implanted. The device was returned to guidant for analysis.